Event description:
The customer's mother called to report that the insulin pump was not recognizing the reservoir, and insulin was squirting out. The mother later called to report that she would be taking the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.